Event description:
Boston scientific received information that this patient presented to the emergency room with loss of capture and sensing and possibly diaphragmatic stimulation. The patient had twiddled the device and dislodged the leads which was confirmed via x-ray. The device was originally placed transhepatically due to cobalt radiation to the patient's chest for breast cancer as the radiation caused major tissue degradation and loss of venous access. A revision procedure was performed and this system was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.